Manufacturer narrative:
Clarification to d.6b. Partial explant date reported as april 2026. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient was diagnosed with a buried bumper. The device was removed in (B)(6) 2026 and awaiting the skin to heal for replacement procedure. Erythema is noted on the previous stoma site. Device was discarded.